Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Insulin pump received with cracked case at display window corners, scratched lcd window and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump alarmed button error when customer was eating. The device kept beeping and none of the buttons were responding. Customer's blood glucose was 66 mg/dl. Customer's mother reported she did not recall any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. Customer's mother attempted to change battery three times and device just stayed blank. Customer's mother declined further troubleshooting. No further information reported.